Manufacturer narrative:
A review of intuvie's service records was conducted to determine whether there were any prior service events documenting the same failure mode; no such records were identified. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The issue was identified during routine preventive maintenance testing. The probable cause of the failure was determined to be a component failure of the power filter module. The power filter module was replaced to correct the issue, and the device was returned to specification.

Event description:
On 12/4/2025, pump 506523 was undergoing routine preventative maintenance at intuvie. During service, this device failed the ground resistance test at 0.448 ohm. The passing specification for the ground resistance test is < 0.1 ohm. The issue was identified during preventive maintenance only. No patient involvement or adverse event was reported.